Manufacturer narrative:
E1, f5: phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint via phone. The stent could not be opened. Ultimately the stent tore off at the distal end stent will be send back for examination. "As per cc form": released stent until point of no return, removed safety wire, wasn't possible to release stent any further, pulled back all, stent seemed to be lose / broken. 1. What endoscope type and channel size was used? Duodenoscope 4,2mm channel. 2. Details of the wire guide used (diameter, type, make)? Olympus visiglide 2, diameter 0,074mm, curved tip (like our -a). 3. Were any defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Stricture information: 1. What was the length and diameter of the stricture? Length 8mm. 2. Where was the stricture located in the body? Left ductus hepaticus. 3. Was there resistance felt passing wire guide through stricture? Yes. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Update received 01/10/2025. The stent was planned to be placed through an existing stent. They managed to clean the existing stent by flushing and with the wire. The new stent was supposed to be inside the existing stent.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation the evo-fc-8-9-8-b device of lot number c2230153 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 8th october 2025. On evaluation of the device, the following was observed: visual inspection: safety wire not returned. Directional button in the neutral position. Red marker at the point of no return. Functional inspection: handle actuating for deployment and recapture, unable to deploy stent. Handle opened to internally inspect device. Sheath tube observed to be separated from the shuttle cap. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿testing of overlapping stents has not been completed and is not recommended.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the information provided, the new stent was intended to be deployed inside an existing stent. From engineering and medical advisor input, the use error is not likely to have contributed to the deployment issue reported and has been captured in the pms log as per update to the management of complaints procedure (B)(4) rev008) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy. It is known from the complaint report that the user experienced resistance while passing both the wire guide and the evolution device through the stricture. It is possible that pressure from this stricture resulted in the need for a high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently resulting in the inability of the stent to be deployed. Additionally, a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently resulting in the inability of the stent to be deployed confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during the deployment of the evo-fc-8-9-8-b device, it wasn¿t possible to release the stent any further. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy. It is known from the complaint report that the user experienced resistance while passing both the wire guide and the evolution device through the stricture. It is possible that pressure from this stricture resulted in the need for a high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently resulting in the inability of the stent to be deployed. Additionally, a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently resulting in the inability of the stent to be deployed

Event description:
Supplemental report is being submitted due to the completion of the investigation on 04-dec-2025.